Event description:
On (B)(6) 2011, pt reported he does not feel the infusion device is delivering insulin properly. Pt stated, he is not sure if the issue is related to the button issues. Verified pt is accounting for insulin being delivered for a bolus. Pt reported, he feels there is an issue with his basal delivery because the infusion device will show that the insulin cartridge is empty, but he thinks there is still about 10 units of insulin left. Advised if pt is adjusting the piston rod prior to inserting the insulin cartridge. Pt stated, he does slightly overfill the insulin cartridge before inserting it into the infusion device. Pt reported, he does not feel this would affect the concern. Advised pt the infusion device can only detect the piston rod level and not the actual insulin in the cartridge. Pt stated, the piston rod is slightly tilted. Pt reported, he thinks this may be affecting the way it is delivering insulin. Pt stated, he noticed this about 2 months ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.